Event description:
The clinical researcher reported that a patient who was a subject in the triathlon outcomes study has died.

Manufacturer narrative:
The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. The researcher at the hospital reported that the patient was admitted to hospital on (B)(6) 2012 with shortness of breath and later died. The researcher reported that the diagnosis is documented as cardiac arrest. No additional details are available at this stage.

Event description:
The clinical researcher reported that a patient who was a subject in the (B)(4) study has died.

Manufacturer narrative:
No further information has been received. The clinical researcher is currently preparing a report that will detail the product codes and findings. Once available, it will be submitted in the supplemental report. Catalogue number unknown at this time. Device description reported as unknown triathlon knee. Not returned to manufacturer.